Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00218 (collagen corp). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was skin tested on 9/13/1997 with negative results. In 1997, the pt was treated with two formulations of product in the vermillion borders, nasolabial folds, and oral commissures. In 1997, the pt noticed redness and swelling at the treatment sites which resolved in 1998. The local symptoms were considered by the physician to be product related. The pt was prescribed oral dexamethasone in 1997 which was effective.